Event description:
It was reported that the patient came in with pain in leg. A x-ray was taken and it was detected that the nail was broken. Patient was revised.

Manufacturer narrative:
Summary evaluation revealed no evidence for failures in material or manufacturing. The nail failed in a fatigue fracture after an implantation period of nearly 4 months due to overload. Overload was most likely caused by unintended notch effects. With regard to the aspects discussed further investigation is not necessary because we assess the case as not being device related.